Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: the pump was unresponsive due to moisture damage. A review of the pump¿s black box data could not be conducted due to moisture damaged and the pump¿s unresponsiveness. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. There was moisture behind the display lens. The leak test failed due to a display lens leak. The pump was opened and moisture was observed throughout the pump. Unrelated to the initial complaint, the battery compartment was cracked, and the audio bolus button cover was torn.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.